Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative (con) via a company representative (rep) regarding a patient with an implantable infusion pump with baclofen and prialt (ziconotide), unknown concentration and dose for spinal cord injury/spinal cord disease, 034:intractable spasticity. It was reported that caller was calling to have the pump interrogated to confirm the pump catheter is working. Caller stated that the patient is in the hospital and the nurse that fills the patient's pump said that the patient's symptoms could be related to an issue with the catheter. Caller stated that the patient has been taking some pain medication and they thought that his symptoms could be related to him taking too much of that medication. However, due to time past and having tests done, they believe the issue may be the pump. Caller stated patient was having back pain, confusion, and the patient didn't feel that the pump was working. Caller is unsure when the symptoms started but states that patient was admitted early tuesday. Patient services reviewed diagnostic studies for the catheter and explained pump interrogation could be performed to confirm the function of the pump motor.